Manufacturer narrative:
The investigation could not confirm the failure mode as no device was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. The complaint shall be closed with an undetermined conclusion and to CAPA; it will be entered into the complaint database and monitored through trend analysis.

Event description:
As the surgeon impacted the tibial component using the fb impactor on the impaction handle the red connection piece snapped off. It was not clear how this occurred. The surgeon used the impactor as suggested in the surgical technique. All pieces were retrieved and no delay occurred to the surgery.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)